Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys ca 19-9 immunoassay (ca19-9) on a cobas 6000 e 601 module (e601). The erroneous result was not reported outside of the laboratory. The sample initially resulted as 95.50 u/ml and this value was reported outside of the laboratory to the treating physician. The physician did not believe the result since it did not match previous results from the patient. The sample was repeated twice on (B)(6)2017, each time resulting as 0.600 u/ml accompanied by a data flag. No adverse events were alleged to have occurred with the patient. No treatment was initiated for the patient and the patient is ok. The ca19-9 reagent lot number was 23161201, with an expiration date of 10/31/2018. A specific root cause could not be determined based on the provided information. Additional information required for investigation was requested, but not provided. There were no indications of an assay related issue. Possible root causes include dirt on the gripper finger of the analyzer, insufficient electromagnetic interference lab compliance, sample quality, insufficient maintenance, or contamination of the environment with the analyte. Calibration signals were slightly lower than expected, but acceptable. The quality controls were within range.